Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture at maximum output. Instructions were provided on how to program the lead off. It was determined that the lv lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.